Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 240 mg/dl, with was addressed with a bolus delivery. Reportedly, the customer was unsure if the bg level was related to the pump or other possible non pump related issues that the customer did not elaborate on. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin delivery.